Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels over the past two weeks that range from (250 mg/dl-300 mg/dl) with traces of ketones present on (B)(6) 2016. The customer would take boluses to stabilize bg level. The customer was unsure on what caused elevated bg levels. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.